Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5119407.

Event description:
It was reported that a patient presented with signal artifact noted on the lead. No intervention or adverse patient consequences were reported.